Event description:
It was reported by the customer that blood leaked due to safety cover not sliding over needle. No information was received regarding any serious injury as a result of this product issue.